Event description:
A report was received that the pt underwent a revision procedure due to the lead protruding from the wound sutures. The physician chose to replace the lead due to sterility issues as a portion outside of the pt's body.

Manufacturer narrative:
Explanted leads were not returned to bsn as they were discarded by the medical facility.